Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported defect, the eye piece funnel was found broken and cracked and the eyepiece lens was missing. The inspection also noted minor debris in the optical lens system, and minor scratches on the distal end frame. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by biomedical equipment technician at the user facility that the customer autoclavable telescope has a broken component defect, ¿the eyepiece is broken off¿. The reported defect was found by the reprocessing department. It was further reported that the intended diagnostic ureteroscopy was completed without delay. No death injury or infection and no person or other was impacted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.